Manufacturer narrative:
Lock tube assembly, fowler bracket, base spacer tubes and j slot bushing. Unit has not been repaired but has been taken out of service.

Event description:
It was reported by service report that the lock tube assembly failed, the fowler bracket was bent and cracked, the base spacer tubes were cracked, and the j slot bushing was worn. No patient involvement or adverse consequences are reported.